Event description:
It was reported that during this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. This device was then successfully replaced. No additional adverse patient effects were reported. The device is not expected to be return as it was disposed at the healt care facility.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.